Manufacturer narrative:
Investigation results: summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA (B)(4) and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and implemented. Conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Further investigation activities have been conducted relating to this product issue and possible root causes from the manufacturing process have been identified. As a result, corrective actions have been implemented to mitigate further occurrences. Root cause: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA (B)(4). The investigation has identified possible root causes from the manufacturing process and corrective actions have been implemented.

Event description:
It was reported caps were breaking off bd vacutainer® eclipse¿ blood collection needles during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional information: describe event or problem: it was reported caps were breaking off bd vacutainer® eclipse¿ blood collection needles during use. The medical professional sustained an abrasion to the thumb due to the sharp edge of the shield. The medical professional, following protocol, was sent to the ER for examination as the clinic treats high risk std patients. Relevant tests/laboratory data: the medical professional, following protocol, was sent to the ER for examination as the clinic treats high risk std patients. Device codes: 2577. Correction: type of reportable events: serious injury. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and implemented. Bd technical support services had reached out to the customer and reviewed proper assembly of the bd eclipse needle to the single use holder. Bd also emailed provided the customer with educational materials the bd sales consultants contact information so they can arrange for in-service if required.

Event description:
It was reported caps were breaking off bd vacutainer® eclipse¿ blood collection needles during use. The medical professional sustained an abrasion to the thumb due to the sharp edge of the shield. The medical professional, following protocol, was sent to the ER for examination as the clinic treats high risk std patients.